Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. It was not possible to cross the pre-dilated severely calcified lesion the proximal lad despite using a guideliner extension catheter with the first orsiro (reported separately). This second orsiro was used but it could not cross the lesion again.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided angiographic material was reviewed. The technical investigation revealed that the stent is not deformed or damaged. The crimped stent diameter still complies with the specification. The balloon is well folded and shows no signs of inflation, but contrast medium residue was observed in the inflation lumen which indicates application of negative pressure. The angiographic material shows that the stent systems were unable to pass the calcified lesion. It is visible that the balloon dilatations were unable to expand the lesion enough to pass the lesion. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy (i.e. Severely calcified target lesion).